Event description:
It was reported that a user changed a dexcom g7 sensor for the first time and experienced pairing failure with the ilet, after re-entering the pairing code and toggling the cgm setting to start the sensor; troubleshooting and education were completed, and the issue was characterized as intermittent communication failure involving the electrical/magnetic subsystem specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.